Event description:
A male patient with a history of hypertension and hostile abdomen had a pre-procedure diagnosis of aneurysm formed in the left common iliac artery, a short right common iliac requiring embolization, and a proximal aortic neck measuring 4cm. Aaa repair was in 2007. The aneurysm of the left common iliac was found worsened, so it was decided that the iliac leg should be extended down to the external iliac artery. The state of intestinal blood flow was not verified and the contralateral common iliac artery became larger when measured. For fear of rupture of the worsened aneurysm in the left common iliac artery, the left iliac leg required elongation down to the external iliac artery. Another manufacturer's balloon was dilated and this reduced the type I endoleak. The physician elected to observe the leak. As of the following eleven days later, post-op examination did not show any sign of ischemia or intestine, intermittent claudication, melena, or endoleak.

Manufacturer narrative:
Evaluation: this event is still under investigation.